Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Additional device: model number a34-34/c80-o20 product description suprarenal aortic extension lot: 1025847-008 release date: 10/09/2012 expiration date: 08/30/2015. Devices are not returning.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a bifurcated and a suprarenal aortic extension. Reportedly, physician had to explant because device failed due to limb thrombosis and aneurysm sac enlargement without identified leak. No patient injury reported.

Manufacturer narrative:
Based upon the clinical findings, the reported event has been confirmed. Twenty four months post implant, there was evidence to support a slight sac increase, but no definitive endoleak source. An ultrasound demonstrated a 30-49% obstruction of the left iliac artery (re-occlusion; non endologix stents were placed at implant). This study was unreadable, and the exact obstruction location was not known. Four months later, (28 months post implant) the reported explant, presumed conversion, and the final patient disposition could not be established due to lack of information; however, the reported occlusion was supported by the presence of thick thrombus seen at ten months post implant. A manufacturing record review was performed. The lot met all release criteria prior to release for distribution. Overall the investigation is inconclusive related to being a manufacturing or design issue based on the available information. However, product use was incongruent with the IFU due to: the 37% change in neck diameter. Cautionary product use conditions that might have contributed to this event included: calcifications at the aortic neck and bilateral iliac arteries; and, circumferential calcifications at the small, but marginally acceptable diameter at the bifurcation. Patient factors that might have contributed to this event included. Current tobacco use; and, chronic peripheral vascular disease. At discharge from the implant procedure, the patient was placed on antiplatelet therapy (aspirin) but it is not clear how long this patient stayed on this regimen.